Manufacturer narrative:
Internal reference number: (B)(4). Guo-chen, l. (2021). Comparison of effects of pfn, pfna and intertan intramedullary nails in the treatment of intertrochanteric fractures of femur in elderly. Medical innovation of china. 10.3969/j.issn.1674-4985.2021.15.033.

Event description:
It was reported that, on literature review "comparison of effects of pfn, pfna and intertan intramedullary nails in the treatment of intertrochanteric fractures of femur in elderly", 2 patients who initially underwent primary implantation of a trigen intertan intramedullary nail to treat a femoral intertrochanteric fracture experienced a postoperative distal fracture of the implant. No specific details were provided in regards of how was this complication treated or resolved. The patients outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this complaint was source from a literature review and no further information is available. Therefore, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.